Manufacturer narrative:
Upon review for complaint closure, the awareness date stated in the initial MDR, (B)(6) 2017, was incorrect. The correct date of awareness is (B)(6) 2017.

Manufacturer narrative:
The reported used device was not returned to conmed for evaluation, however, a photo was submitted by the facility. Visual inspection of the photo confirmed the cord breakage and deemed the location of break to be in a high stress area due to this being a reusable cord with no specified shelf life. Potentially, this device could have been damaged before use which caused a spark. A review of the manufacturing documents was unable to be performed as the lot number was unknown. A two-year historical complaint review revealed 6 similar events have been reported for this product family. The customer is advised of the following warning and precautions set forth in the instructions for use. These devices are designed for 100 repeated uses when utilized in accordance with the validated instructions. Care in use and handling can extend useful life. These devices should never be used when there is visible evidence of damage to the exterior of the device such as cracked plastic or connector damage. This incident type will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
This reported device is being set to conmed for evaluation. Upon completion of the device evaluation and complaint investigation, a supplemental report will be filed.

Event description:
A conmed representative reported on behalf of a user facility that the sn-uac universal monopolar active cord sparked and blew off while removing a polyp. The nurse got a jolt and the patients' leg was warm at the site of the cautery pad. No patient injury was reported. Additional information was collected from the representative and the nurse stated she suffered no injury and it was just a light zap. No additional patient information could be provided. The reported device has been in use for approximately 5 years and is used 5-10 times a week. It was reported to be in use with an esu 5000 and the pad was placed on the patient before the cord was plugged into the generator. This report is raised on the basis of a reported device malfunction with potential for patient injury with recurrence.